Manufacturer narrative:
An event regarding instability and pain involving a triathlon femoral component was reported. The event was not confirmed. Visual inspection indicated the triathlon ps femoral component has bone cement in areas outside of the cement pockets, this excess cement should have been cleaned prior to implantation. There is evidence of bone interdigitation present. The component appears normal for a component that was in vivo and subsequently explanted. Further inspection was not performed. The medical notes provided relate to pre-revision medical assessments and the x-rays provided are exceptionally poor quality, therefore medical review is not possible with the information provided. There have been no reported discrepancies or events for the referenced lot. The exact cause of the event could not be determined as further information is needed. No further investigation for this event is possible at this time

Event description:
It was reported that the patient was revised for continued pain from primary tka. Replacements were triathalon ts.

Event description:
It was reported that the patient was revised for continued pain from primary tka. Replacements were triathalon ts.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown #6 triathalon femur. Also listed in this report is unknown baseplate, unknown poy insert and unknown patella. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. When completed, the evaluation summary will be submitted in a supplemental report.